Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent and stent delivery wire [sdw] parts of the device were returned inside a stryker microcatheter. The fluorosaver marks on the sdw were located approx. 17cm from the microcatheter hub and the sdw was kinked near the distal fluorosaver mark. An attempt was made to flush the microcatheter but this was not successful suggesting a significant blockage inside the lumen of the microcatheter. A small amount of blood was noted in the hub of the microcatheter. An unsuccessful attempt was made to advance the stent and an unsuccessful attempt was also made to retract the stent. A 0.0158¿ mandrel was next loaded into the distal end of the microcatheter and encountered an obstruction (presumably the stent) approximately 23.5 cm from the distal end of the microcatheter. Even with the aid of the mandrel it was not possible to move the stent proximally. A blade was used to cut open the microcatheter at the site of the blockage and the stent was observed. The stent was removed and was noted to be broken/fractured near the proximal (closed cell) end. In addition, the stent was deformed near the distal end. All 3 marker bands were present on both ends of the stent. The stent delivery wire [sdw] was also noted to be kinked near the distal end of the wire. The introducer sheath was not returned for analysis. Introducer sheath was not returned so unable to perform functional test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent difficult/unable to transfer' was not confirmed during analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. The device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the procedure. It was reported that 'stent stuck in the hub in microcatheter during the procedure. The procedure was repeated and the same thing happened with the second stent'. Note: this complaint is associated with the second stent. The stent was returned for analysis stuck inside a stryker microcatheter. The stent delivery wire [sdw} was also stick inside the microcatheter. An unsuccessful attempt was made to flush the microcatheter which suggests a significant blockage inside the lumen of the microcatheter. A small amount of blood was noted in the hub of the microcatheter which suggests that insufficient continuous flush may have been a contributing factor in the case of this complaint. An unsuccessful attempt was made to advance and then retract the stent. After this a 0.0158¿ mandrel was loaded into the distal end of the microcatheter and encountered an obstruction (presumably the stent) approximately 23.5 cm from the distal end of the microcatheter. Even with the aid of the mandrel it was not possible to move the stent proximally. A blade was used to cut open the microcatheter at the site of the blockage and the stent was observed. The stent was removed and was noted to be broken/fractured near the proximal (closed cell) end. In addition, the stent was deformed near the distal end. All 3 marker bands were present on both ends of the stent. It is possible that the blade which was used to cut open the microcatheter in order to gain access to the stent may have caused the stent breakage. However, it is not possible to determine this with certainty so it has been assumed in this write-up that the stent was broken/fractured prior to the microcatheter being cut open. The stent delivery wire [sdw] was also noted to be kinked near the distal end of the wire. The introducer sheath was not returned for analysis. The as reported 'stent difficult / unable to transfer' as well as the as analyzed 'stent broken/fractured during use', 'stent deformed', 'stent difficult/unable to advance or pullback through catheter', and 'sdw kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and it was discovered that it was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.